Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated as the patient was involved in a mva and sustained multiple fractures. Access was gained into the right common femoral vein, and a venacavagram demonstrated no evidence of caval thrombosis. The filter was successfully deployed in the infrarenal ivc without difficulty. The patient tolerated the procedure well with no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege the filter was implanted successfully below the renal veins. No deficiency was alleged within the medical records provided. The investigation is inconclusive for filter tilt and an unsuccessful retrieval attempt. The filter was reportedly tilted with the apex against the anterior wall of the ivc. This could lead to difficulties removing the filter. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Use only the bard recovery cone removal system to retrieve he recovery filter. Potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication of vena cava filters. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, during scheduled filter retrieval, guided fluoroscopy demonstrated the filter was tilted with the apex against the anterior wall of the ivc. Despite multiple attempts to retrieve the filter, the filter remains implanted. No other attempts have been made to remove the filter. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with trauma/motor vehicle accident (mva). After an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the ivc wall and was unable to be retrieved. An unsuccessful attempt was made to retrieve the filter, and the filter remains implanted. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed after a mva with multiple fractures. The patient tolerated the procedure well with no complications. No additional information was provided in medical records received.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two months post vena cava filter deployment, during scheduled filter retrieval, guided fluoroscopy demonstrated the filter was tilted with the apex against the anterior wall of the ivc. Despite multiple attempts to retrieve the filter, the filter remains implanted. No other attempts have been made to remove the filter. The patient status at this time is unknown.

Manufacturer narrative:
Medical records review: a vena cava filter was indicated as the patient was involved in a mva and sustained multiple fractures. Access was gained into the right common femoral vein, and a venacavagram demonstrated no evidence of caval thrombosis. The filter was successfully deployed in the infrarenal ivc without difficulty. The patient tolerated the procedure well with no complications.

Event description:
New information received: it was reported by the patient that a vena cava filter was deployed in conjunction with trauma/motor vehicle accident (mva). After an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the ivc wall and was unable to be retrieved. An unsuccessful attempt was made to retrieve the filter, and the filter remains implanted. Based on a review of the medical records received, it was reported that a vena cava filter was successfully deployed after a mva with multiple fractures. The patient tolerated the procedure well with no complications. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter tilt and an unsuccessful retrieval attempt. The filter was reportedly tilted with the apex against the anterior wall of the ivc. This could lead to difficulties removing the filter. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Use only the bard recovery cone removal system to retrieve he recovery filter. Potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication of vena cava filters.